Event description:
Reported by a company representative as receiving a box from minogue, our distributor in another country, of explanted ports and lap-bands. No information was provided as to why the device was removed and returned. Additional findings per the company representative, "the port changes are mostly that they removed infected ports and for the bands, the main reason is due to slippage."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis results are pending at this time. A supplemental medwatch will be generated once analysis of the device is completed. Infection is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.